Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Correspondence was sent to the author requesting additional information, with no reply as of yet. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿subxiphoid approach to epicardial implantation of implantable cardioverter defibrillators in children.¿ pace pacing clin. Electrophysiol. August 1 2013;36(8):926-930. Product ID: d154vrc implantable cardioverter defibrillator (ICD). (B)(4).

Event description:
A journal article was reviewed which contained information regarding this lead. The patient developed pericardial tamponade/effusion 39 days after the implant procedure. The article reports that the effusion was surgically drained. The lead appears to be still in use. Further follow up did not yet yield any additional relevant information regarding the event. No patient complications have been reported as a result of this event.